Manufacturer narrative:
(B)(4). The 2.0x12mm mini vision device referenced is being filed under a separate medwatch MFR number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It has been determined that the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with heavy tortuosity. A 2x18mm mini vision stent delivery system (sds) was advanced and met resistance with a non-abbott guide catheter and the distal shaft separated. The separated shaft was simply removed from the guide catheter without resistance. A 2x12mm mini vision sds was advanced and met resistance with a non-abbott guide catheter and the distal shaft also separated. The separated shaft was simply removed from the guide catheter without resistance. Next, four more mini vision stent systems were advanced one at a time, each sds met resistance with the guide catheter and the distal shafts bent: 2x12mm, 2.25x12mm, 2.25x8mm, 2x28mm. All four devices were simply removed from the guide catheter without resistance. A 2.25x28mm xience alpine sds was advanced and met resistance with the guide catheter and the distal shaft bent. The alpine was simply removed from the guide catheter without resistance. Ultimately the guide wire and guide catheter were removed and replaced with a stiffer guide wire and a new unspecified guide catheter. A new 2.25x28mm xience alpine sds was advanced toward the target lesion and the stent was successfully implanted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.